Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited an unexpected rise in impedance measurements since the last follow up visit. The lead impedances were 780 at implant and at recent follow up they were greater than 1300 ohms impedances. There have been no complications to date, and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.